Manufacturer narrative:
DHR review: the complaint lot# is 2077847, sku is 383328, assembly in suzhou plant on 2022.apr.23, lot quantity is 24066ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, no picture provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is exposure to air. Possible reasons for this type of failure may including: the assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly. Product safety shield is pulled during manual assembly flow or manual packaging. Thess risk will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 100% inspection for the gap between outer and rubber is performed at the last station of assembly. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield as conclusion, there is no abnormal detected based on the DHR review and retain sample analysis for the reported lot, and there is no defect sample returned, no picture provided, without this, the root cause is not clear. H3 other text: see narrative.

Event description:
Failure to secure. Ide pricked for failure to secure device with hiv patient. Incident occurred during use.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems' safety mechanisms failed during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "failure to secure ide pricked for failure to secure device with hiv patient incident occurred during use."